Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced low blood glucose due to sensor was off. The customer¿s blood glucose level was 50 mg/dl at the time of incident. The customer other blood glucose mentioned was 112 mg/dl. The customer did not provide information about symptoms and treatment of low blood glucose value. Customer reported no led light flashing on charger. Customer has tried replacing the battery in the charger. The customer declined troubleshooting for low blood glucose value. The insulin pump will not be returned for analysis.